Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that in 2009, a pt called roche diagnostics and reported that the day prior, she awoke at 6:30 a.m. And took a blood glucose reading of 497 mg/dl at 6:37 a.m. She stated that she was unable to take her novolog via her animus insulin pump due to the port hanging outside of her body. The caller stated that, upon standing up to fix her pump, she passed out. After an unknown amount of time, the caller woke up and called 911. Within approx 5 minutes, the emts obtained a blood glucose reading in the 400's. No treatment was given at that time. The caller stated she was transported to the hospital around 7:15 a.m. Where she was given one bag of saline. After an unknown laboratory blood glucose measurement, she was given 10 units of novolog intravenously. The caller indicated her blood glucose came down into the 300's. The caller further stated that two sets of blood work and a blood pressure of measurement was also done, results unknown. The caller was also given a second bag of saline. The caller states she was told she was anemic but that may have been due to her blood donation the day before the event. The caller states she stayed overnight in the hospital and tested 257 mg/dl on fingerstick blood glucose test the following morning before being released. No additional info was provided regarding this incident. The animus insulin pump mentioned in this event is not manufactured or imported by our firm.